Event description:
It was reported that the pump delivered a bolus without user input. Additionally, it was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support and declined to upload t:connect, therefore no investigation could be performed or additional information obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.